Event description:
It was reported that the patient felt dizzy and was seen at the clinic. There was no communication between the device and the programmer. The mode changed to vvi 65 due to the elective replacement indicator (eri) state. The device was interrogated one month prior to this and there was no eri on the battery status. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.